Event description:
Customer claims her unit caught on fire internally. Consumer states she was using the unit and she felt her hand starting to get hot.

Manufacturer narrative:
Consumer states that she was not burned, but did drop the unit when it got too hot. Consumer states that she did not have to seek medical attention; no property damage. Consumer states that the front of the unit is melted; says there is a hole in the front right section under the lights. Consumer states that she has been using the unit since (B)(6) 2014. Consumer has agreed to return the unit for evaluation.